Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient reported lingering lumps and swelling in the underarm area 3 years 2 months post miradry treatment. No medical intervention was performed.